Event description:
It was reported that an artifact visualized as a small pattern of four low contrast dots is present in the brain scan. The patient was misdiagnosed with a brain bleed because of this artifact. After further evaluation, the image was determined to be non diagnostic. No adverse consequences were reported. The site indicated that artifacts are usually in the mid-brain area close to the cranial showing as a blotchy area around one or more 1mm spots. They usually appear in a series of images. Radiologists feel the artifact could be mistaken for pathology. The artifact seems to be present on patients not exactly centered.

Manufacturer narrative:
On may 25, 2007, phillips medical systems took action to advise the installed base of this matter through a product safety notification and philips medical systems will update the customers' systems to mitigate this issue. This event is similar to MDR report 1525965-2007-00006 and a decision was reached to file an MDR on this event. This issue is associated with customer complaint.